Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced a stoma site infection and was treated with antibiotics keflex and cipro. On an unreported date, stoma site infection resolved. On an unknown date, the patient experienced a yeast infection, which was treated with diflucan. The patient stated that an alternative etiology of the yeast infection was due to the antibiotics keflex and cipro. In (B)(6) 2019 the patient took potentially unstable medication due to a broken refrigerator not keeping the duopa at recommended temperature. She developed an upset stomach, abdominal distention, and diarrhea. She did not seek medical attention and was not hospitalized. She confirmed abbvie tubing and stated there were no recent tubing changes or abdominal procedures. On (B)(6) 2019 the patient had outpatient surgery to remove a cyst on her left palm and for worsening carpal tunnel syndrome in her left hand. She stated there were no complications with the surgery. On (B)(6) 2019 the patient fell at her home and was evaluated in the emergency room and sent home. Obc to the patient to provide medical information regarding (B)(4). Spoke with the patient who also provided details regarding a stoma site infection that she had last month, (B)(6) 2019. Confirmed with the patient that the stoma site infection was the same infection that was documented in this case. The patient confirmed abbvie tubing. She stated she was treated with oral antibiotics namely, keflex and cipro. She stated the infection has resolved, at this time. She did not remember the name of the physician that inserted the tubing, but gave permission to contact dr. (B)(6) her neurologist, to obtain gi physician information in order to follow up for lot#. Additional aes reported in (B)(4) which is a follow up to aer# (B)(4).